Event description:
It was reported that the device was displaying a service icon. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control, inc. Evaluated the device. The root cause was determined to be due to the device being out of calibration and needing to have the software upgraded. After re-calibrating the device and updating the software, proper operation was confirmed and the device was returned to the customer.